Manufacturer narrative:
Three bivona custom tts tracheostomy tubes were returned for analysis. The products were visually inspected by unaided eye revealing bumps identified which are noted to be the cuff bands that secure the cuff to the shaft; no abnormality found. The three cuffs were compared noting slight variation among the three curves. All three devices measured within the manufacturing specification. Based on the evidence the allegation was not confirmed. However, the problem source was reported to be from manufacturing. It was suggested that the end user could not possibly tolerate the shaft curve.

Manufacturer narrative:
Date of event : per the reporter, three events have occurred since (B)(6) 2018 (first captured under (B)(6) 2018, the second and third listed as year 2019 with month unknown). Related to MFR numbers: 3012307300-2019-02092, 3012307300-2019-02122 (same patient with three same device issues).

Event description:
Information was received that three smiths medical bivona custom tts tracheostomy tubes were made for one patient. The reporter stated all three tubes have given the patient discomfort and pain while wearing them and that they "cause irritation inside the trachea. An old trach has to be put in while the trachea heals. When the trachea heals, they try another new trach and the same issue arises. This happened three times. The end of the tube has a bump that is thought to be causing the irritation". It was also noted the patient developed a tracheal erythema, but was able to recover once the tubes were changed out to a different custom smiths medical tracheostomy tube. No additional adverse patient effects were reported.